Event description:
It was reported that while saving data to a universal serial bus (usb) the programmer generated an error. It was further reported that the programmer had trouble with its touch pens, even after calibration, and also with interrogation. The programmer and several heads were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the label was missing the laminate, no other anomalies were found. Concomitant: product ID 2090w, programmer; product ID 2067, radio frequency programmer head; product ID 2067l, radio frequency programmer head; (B)(4).